Event description:
The customer reported the device turns on and is working fine but after a couple of minutes of infusing it gets vertical lines on the screen. The device was sent for evaluation. The device was received for evaluation. The device was ran for several minutes on battery and then plugged in with no display issue. The display board was replaced as a precautionary measure. An internal inspection of the pump was completed and all connections were secure. All equipment has been cleaned and post repair tested per quality control checklist. The device was found to meet specifications.